Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the arthroscopic sports medicine rehabilitation journal titled ¿a technique to augment arthroscopic bankart repair with or without a metal block: a comparison¿. The study reviewed seventy-three (73) patients who underwent shoulder procedures using arthrex pushlock devices. Fourteen (14) patients were documented to have had glenohumeral instability resulting in eleven (11) patients experiencing occasional subluxation/sense of instability. Ref: nattfogel, e. A. And m. C. Ranebo (2024). "Patients have a 15% redislocation rate after arthroscopic bankart repair with a knotless technique." Arthrosc sports med rehabil 6(1): 100864.